Event description:
The customer reported that a new bottle of propofol was primed and hung. Shortly thereafter, the patient's blood pressure dropped. Levophed and the propofol were titrated as a result, and the patient was lowered to a near flat position and placed on his back. The bp continued to drop so a ns bolus was started; the bp improved with the ns bolus. The propofol channel alarmed for air in the line and the bottle of propofol was noted to be completely empty. Pump settings for the propofol infusion were checked by 2 rns and determined to be correct for the right dose, rate and volume to be infused. A new propofol infusion was started in a different channel. The bp improved back to baseline and the levophed was titrated down to the previous dose.

Manufacturer narrative:
The customer¿s report of an over infusion of propofol was not confirmed. Log analysis noted a new vtbi of 80ml was entered at 08:55pm on (B)(4) 2015 with the vi recorded at 90.304ml. At 09:06pm the dose was changed to 25mcg/kg/min (rate= 10.5ml/h). The pump module alarmed for air-in-line at 09:31pm. The vi was recorded at 97.156ml. This suggests the volume delivered from the 80ml entry was 6.852ml. The remaining volume in the bottle of propofol would have been approximately 93.148ml. The user turned off the pump module at 09:35pm. The log analysis noted the pump module had performed prior infusions of the drug propofol on the same patient with no reports of a discrepancy. Testing and inspection of the returned pump module identified no malfunctions and showed the pump module to be infusing within specification. The disposable set that was in use at the time of the incident was not returned for investigation. The root cause for the reported overinfusion could not be identified.